Event description:
The customer reported that intermittently when test delivery of defibrillation energy into a simulator, the device blanks the screen and seems to hang/lockup. This is a testing issue; there was no pt involvement.

Manufacturer narrative:
(B)(4). This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.